Event description:
It was reported that a filter limb detached. The filter was examined after a successful scheduled retrieval and a filter leg was missing. Imaging identified the filter leg was still in the ivc. The detached limb was successfully retrieved through the same jugular access site. The pt is asymptomatic.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The sample was discarded by the user facility. Therefore, a device eval could not be performed. The investigation is currently underway.